Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis; the customer was troubleshooting for a failed battery test alarm when she mentioned the hospitalization incident. The patient's blood glucose at the time of hospitalization was 800 mg/dl. The customer experienced nausea, abdominal pain, and difficulty breathing, and she was treated with insulin drip and manual injections. Troubleshooting was declined for the high blood glucose since the customer did not have time; she was still hospitalized at the time of call. No products were returned or replaced, though the failed battery test alarm qualifies the insulin pump for a replacement device.